Event description:
The facility reports the resident was being transferred from the bed to the chair when the sling clip detached. The resident fell to the floor, suffering fractures to left ribs 2-7 and a right femur fracture and possible cervical fracture.